Event description:
It was reported that the left ventricular lead exhibited failure to capture. It was suspected that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.